Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone: (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the unit was sent in for pm and noted to need repair for worn reciprocation arm loose swivel, motor issue, damaged width plate, and calibration error. No patient involvement. Diligence is complete.